Event description:
It was reported that pump touchscreen did not respond as expected and that pump screen turned off too quickly despite screen timeout being set correctly and touchscreen not being cracked or shattered. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin method if necessary, while technical support sent new pump.